Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of intermittent function was confirmed. An assessment was performed on the device and it was determined that the triggers were sticky and the coupling head was worn. It was further determined that all the internal components of the device were corroded. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had intermittent function. During in-house engineering evaluation it was found that the triggers were sticky and the coupling head was worn. It was further noted that all the internal components were corroded. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.